Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side fluid and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional confirmed right side "rupture," "painful, and is more full like either it is swollen or as if the gel leaked," "exchange from textured to smooth breast implants due to the patient¿s concern with the product." The device has been explanted.